Event description:
The customer reported to olympus, the connecting tube could not be connected to the channel connector and it broke off due to wear and tear. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the connecting tube issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Move the lock levers of the connecting tube to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.